Event description:
It was reported that during the procedure for treatment of a chronic occlusion in the left circumflex artery, the physician positioned a balance middleweight universal ii guide wire (bmw) without resistance and a non-abbott guide catheter in the right circumflex artery for the purpose of injecting contrast/ematic flow control. The left circumflex occlusion was treated successfully with deployment of a non-abbott stent. At the end of the procedure, during retrieval of the bmw universal guide wire without resistance, approximately 17 cm of the distal segment of the guide wire separated in the anatomy. A goose neck device was used to successfully snare the separated segment. The three hour procedure was extended an additional hour due to the retrieval of the separated segment. The patient is reported as doing fine and there was no adverse patient sequela. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation and the reported tip separation was confirmed. Based on visual analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide cath: amplex; stent: resolute; goose neck snare. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.